Manufacturer narrative:
(B)(4). The insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Insulin pump was received with faded serial number label, cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the serial number on the back of the insulin pump was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.